Event description:
The clinician reported having a patient who received a red alert, but never received any notification of the alert. Technical support (ts) investigated and verified that the patient's transmission was an "after hours" red alert and delivered with a result of: not connected-no ring back. Ts also tested clinic notification methods and the voice message did not come while on the phone, but the email did; therefore, the issue was escalated for resolution. Confirmed the after hours red alert contact path was changed and the test to the new number was delivered to the clinic.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.